Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual liquid containing foreign material exiting from the channel and the probe cover contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use in: ¿the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.